Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicates that the patient has effective therapy with burstdr.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation. Hence, stopped using and charging the ipg. As a result, the ipg became inoperable. In turn, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue.